Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2014. Customer's blood glucose levels at the time of hospitalization was over 700 mg/dl. The customer reported having symptoms of vomiting and dehydration. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated intravenously. It was also mentioned that the insulin pump was exposed to moisture. Troubleshooting occured. Customer declined insulin pump replacement.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.